Event description:
Customer reported receiving a button error alarm on the insulin pump and that the buttons were unresponsive to clear the alarm. The blood glucose reading was 100 mg/dl. She stated that she wore the insulin pump on her hip and that it had been raining. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and a stripped battery cap coin slot.